Event description:
It was reported that this pacemaker exhibited oversensing of a non-physiologic signal on the right atrial (ra) lead. It was also reported that the ra lead has had chronic high out of range pacing impedances. Boston scientific technical services (ts) was consulted and data from the implanted device was reviewed. Ts discussed that the unexpected signal may be caused by a connection issue or lead integrity issue that is causing the auto lead detect signal from the device to be sensed. Lead replacement was recommended but the physician does not believe it is an option for this patient. Reprogramming options were discussed. This pacemaker remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.